Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheters were twisted, which resulted in the patient not being able to fully insert the catheter for use. This was due to not being able to assume good alignment. No medical intervention was reported.

Event description:
It was reported that the catheters were twisted, which resulted in the patient not being able to fully insert the catheter for use. This was due to not being able to assume good alignment. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed, as cause unknown. All of the catheters appeared to be twisted within their packaging, but there was no conclusive evidence to point towards any specific root cause. The device failed to meet specifications. The device was being used for treatment. A potential root cause of the reported event could be packaging material incompatibility due to which the components got damaged within the package, resulting in unusable products and replacement of devices. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use."